Event description:
Covidien received medwatch report# (B)(4) indicating that the customer reported an 840 ventilator would stop working when power switch was tapped or jiggled. The patient was placed on another vent. There is no report of patient injury associated with this event.

Manufacturer narrative:
Follow-up with the customer inidcates that the system was repaired utilizing the standard maintenance procedure. The system then passed all testing and was returned to service.(B)(4)